Event description:
The device was used during an unspecified procedure. Reportedly, the cartridge was difficult to load and unload and the needle broke into the patient's cavity. The surgeon was able to retrieve the needle and complete the procedure without any patient injury.